Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that 3 months later, the patient developed left buttock pain and presented to ER. CT showed thrombotic occlusion of the left iliac limb. The physician performed a thrombolysis technique for 24 hours and angiogram then showed the clot had dissolved with good pulses present. The patient was placed back on a blood thinner. As per the physician, the cause of the event was due to the patient's blood thinning medication being ceased for three days in order for them to receive a spinal injection. It was noted that due to the potential for this patient to have an underlying hypercoagulable condition, stopping the blood thinning medication could have caused the limb occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the reported left limb occlusion was confirmed; however, the exact cause of the occlusion could not be determined from the limited films provided. Angiograms at implant and earlier follow-up¿s were not available for review and the blood flow dynamics could not be assessed from the films provided, and complete post-implant CT¿s were also not provided. Analysis of the returned films did not reveal any anatomical or stent graft characteristics that could explain the observed occlusion event. It is possible the stopping the patient's blood thinning medication may have led to the occlusion. This may have also been caused by poor distal runoff or a previous history of pad. It is possible that the previously implanted non-mdt bare metal stent implanted across the distal left common iliac and proximal external iliac may have also contributed to the occlusion due to a resulting potential flow reduction or disturbance issue. If information is provided in the future, a supplemental report will be issued.